Event description:
Plaintiff reports initial bilateral implantation on 9/20/74 with explant plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file, in the 334th district court or harris cty, tx.